Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon remained to be not sufficiently dilated. Pressure was then applied up to the rated burst pressure at 14 atmospheres but the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 15x4mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.